Manufacturer narrative:
Insulin pump had no esc, act, down and up button response due to corroded keypad trace. No button error alarm during testing. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. Insulin pump had minor scratches on lcd window, cracked case at display window corner, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 203 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the insulin pump was exposed to water. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).